Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that on (B)(4) 2016 the max rv pacing impedance measured 20365 ohms up from a trend of 231-348 ohms. Since (B)(4) 2016 there were 755353 open circuit counts. Lead set to unipolar. No rv capture threshold data available. No rv oversensing was observed in save to disk egms.

Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2006; pb1018 transcatheter valve implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited high thresholds, no capture, and high impedance. It was also reported that an x-ray showed discontinuity of the lead conductors below the heart. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.